Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 05/04/2011, 05/23/2011 and 05/24/2011 by fax, mail and phone. Additional information was received 05/24/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens was explanted due to zonular issues. Further information was received. The patient has been back for several postoperative visits and is doing "fine." Additional information has been requested.